Event description:
It was reported that the ht70 plus ventilator had a battery problem. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se replaced coin battery and the unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
Device evaluation summary: the coin battery was returned for failure investigation. Battery voltage measured 0.232 vdc using fluke 85 digital multi meter cali bration. This is compared to the expected 3.3vdc. The complaint was isolated to low voltage. If information is provided in the future, a supplemental report will be issued.